Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis (dka), with a blood glucose of 600 mg/dl. The customer was vomiting, and felt like she was drunk. The customer was told by her doctor that there was a "kink in the pump", and it needed to be replaced. Nothing further was reported.